Manufacturer narrative:
The customer returned one vaxcel dual lumen PICC. It was received in a condition that indicated that it had been used in a patient. A review of all manufacturing records revealed that all records appeared normal and within specifications. No quality related issues were noted. During the device evaluation a 0.014" hole was seen just distal to the dual lumen PICC catheter. This hole was located along the molding parting line where the two sides of the mold halves clamp together. The root cause of this event was determined to be a direct result of the injection molding defect called "mold pinch". Mold pinch occurs when the operator doesn't load the catheter properly in the book frame before the mold is closed. Because the catheter was not loaded correctly, the holes/pinch marks were created from either misalignment during the clamping cycle of the molding machine or when the cores were pulled from the dual lumen catheter. The following controls are in place per manufacturing standard operating procedures to detect this type of failure: 1. Select and verify the dual lumen core pin geometric dimensions. 2. Using a micrometer or vernier caliper measure and verify "d" shaped ends of the x and o pins, with respect to the pin drawings. 3. Reject any pins out of specification dimensionally or showing excessive deformation at bend angle. Re-training was completed by the bsc product builders associated with this work order. At this time, we are able to determine the relationship between the device and the cause for this event to be a manufacturing cause.

Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a vaxcel dual lumen PICC was therapeutically implanted in a pt (age and gender unk) in 2006. One month later, during flushing of the device the clinician identified a pin hole located on the catheter proximal to the suture wing. The device was removed and replaced successfully with another same device. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. Upon return of the device and a full investigation, it was noted that the reported hole was actually located distal to the suture wing.